Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event. Although it is unknown if the product contributed to reported event we are filing this MDR for notification purposes only.

Event description:
It was reported that patient underwent an unspecified spinal procedure on an unknown date. Post op infection was observed. Patient underwent revision surgery on (B)(6) 2016 due to infection. No other information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.